Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach during the procedure. There was no harm to the patient or user and a repeat procedure was necessary due to the alleged device malfunction. The equipment and capsule is expected to be returned for evaluation.

Manufacturer narrative:
Device evaluation: one bravo ph delivery device was received for investigation. The guide wire was found to be bent. The capsule is attached to the guide wire and the needle is activated by pressing the plunger. The wire is elastic and if excessive force is applied or if the wire is kinked, the wire will remain permanently bent and may cause the capsule to not attach. The IFU for this device states, avoid bending or kinking the delivery device. Sharp bending or kinking can damage the delivery device, which will require the device to be discarded before use. Misuse of a bravo ph capsule with delivery device (such as sharp bending or kinking) results in an increased potential for damage to the delivery device and capsule, and possible patient injury. This issue was found to be a user error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach during the procedure. There was no harm to the patient or user and a repeat procedure was necessary due to the alleged device malfunction. The equipment and capsule is expected to be returned for evaluation.